Event description:
It was reported that during testing, speed issues were discovered. During preparation for a procedure, difficulties were encountered with the rotablator system which was reported to be related to a gas leak. However, the procedure was successfully completed with this device. No patient complications were reported, and patient status was reported as 'good'. Following the procedure the system was tested, and unstable speed issues were discovered with the rotablator console, with the speed going "higher or lower than intended by a few thousand". The issues with the erratic speed were confirmed to have not occurred during the procedure.

Manufacturer narrative:
Device evaluation by manufacturer: the returned console was tested in the lab using a rotalink 1.75mm burr. The rotational speed in dynaglide mode and in turbine mode as well as the maximum turbine rotational speed were tested. These were typical operational speeds. When switching from dynaglide mode to turbine mode, the turbine rotational speed would resume at the point where it had been set. The console functions properly. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed. (B)(4).

Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during testing, speed issues were discovered. During preparation for a procedure, difficulties were encountered with the rotablator system which was reported to be related to a gas leak. However, the procedure was successfully completed with this device. No patient complications were reported, and patient status was reported as 'good'. Following the procedure the system was tested, and unstable speed issues were discovered with the rotablator console, with the speed going "higher or lower than intended by a few thousand". The issues with the erratic speed were confirmed to have not occurred during the procedure.